Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor had not recorded multiple syncopal episodes due to a loss of sensing. A review of the stored electrocardiograms revealed noise. The device was explanted on (B)(6) 2016.